Event description:
User experienced issue of result for one pt sample for magnesium appearing in the host computer when assay was not ordered on the sample or performed on the analyzer. A result of 80 mg/dl for magnesium was transmitted to the host, but when sample was repeated for magnesium, result of 2.05 mg/dl was generated. Erroneous result was not reported. The investigational unit found the user was storing qc test selection data during operation. The investigational unit recommended the user be informed about the restrictions and countermeasures for that software. A field correction was issued for this issue. The investigational unit suggested user switch to software version 08-03.